Event description:
It was reported that the lead was capped due to high impedance values and a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7227cx, ICD, implanted: (B)(6) 2000. (B)(4).